Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation, however, a root cause could not be conclusively determined.

Manufacturer narrative:
The device was not returned to olympus and a root cause can not be established.

Event description:
A user facility reported to olympus that they were getting intermittent loss of video images on the monitor when using a rgb cable from the cv-190 through the wall to a monitor. There was no patient injury or harm associated with the reported problem.